Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed with data acquisition pcba adc failed . There was no patient harm.

Manufacturer narrative:
The fse was unable to duplicate the customer¿s reported problem. The unit passed run-in, op-checks, and internal inspection of electrical connection. Error codes 1006 and 111c were found in the device log which indicate a da pcb failure. As a preventative measure the da pcb was replaced. The device passed all performance verification testing and was returned to clinical service. The request for further patient information was not answered.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 04/21/2016. Conclusion / root cause: the data acquisition was tested and no failures were identified. The 1006 and 111c error codes could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4) .